Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the patient has a lot of tone and has cracked the frame.